Event description:
A surgeon reported a pt with a myopic surprise following intraocular lens (iol) implant surgery. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 06/30/2009 and 07/10/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 07/24/2009.